Manufacturer narrative:
Additional information received from the local field representative indicated that the physician planned to reprogram the device to a ventricular only paced mode, however the patient did not present for their scheduled appointment. It was reported that the patient was less than one present atrial paced. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,500 ohms. Pacing threshold measurements had also increased to 5 volts at 2 milliseconds. There was also noise on the presenting electrogram (egm). It was reported that the last device check was in 2015 and the pacing impedance measurements have been high since (B)(6) 2016. No adverse patient effects were reported.